Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the loop catheter array "flipped" and "turned over" when the guidewire was retracted during placement in the left inferior pulmonary vein (lipv). The catheter was pulled back into the sheath several time and improvements were attempted without resolution. The catheter was removed and replaced which resolved the issue. It was noted that the array on the removed catheter was "ball shaped." The case was completed with pfa. No patient complications have been reported as a result of this event.